Event description:
It was reported that the user experienced recurrent low glucose episodes attributed to incorrect or reduced meal announcements while using the ilet, and the endocrinologist recommended a factory reset to address algorithm maladaptation; the user asked whether meal announcement values could be reset without a full pump reset and was informed that only a factory reset would reset those values. Symptoms included hypoglycemia as low as 58 mg/dl, confusion/ disorientation, muscle weakness, and shaking/ tremors. Outcomes included self-treatment with oral glucose. Investigation included review of uploaded reports and user education on proper meal announcements. Investigation of this case revealed user-related use error regarding meal announcements leading to maladaptation of insulin dosing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcements, remediated through troubleshooting and education, with recommendation for a factory reset.